Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient underwent a revision procedure where the system was being moved from the patient's left side to their right side due to a fistula. The field representative noted another manufacturer's rep was covering case. When the physician attempted to deliver a shock, it was unsuccessful. So he attempted to reconnect the device and received a code which indicated an open circuit existed. Subsequently the physician elected to implant the other manufacturer's device with successful testing. This device and lead were explanted and no additional adverse patient effects were reported.